Event description:
Baxter reports leakage from the tubing (bubbles were noted) of a minicap pd transfer set. A set change was performed immediately after the leak was noted. Affiliate reports no pt injury or medical intervention as a result of the incident.